Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy on contraceptive ("pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy on contraceptive (seriousness criterion medically significant) and hypersensitivity ("allergic reaction"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy on contraceptive and hypersensitivity outcome was unknown. The pregnancy outcome was not reported. The reporter considered hypersensitivity, pelvic pain and pregnancy on contraceptive to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and pregnancy with contraceptive device ("pregnancy/ pregnancy (termination)") in a 41-year-old female patient (gravida 4, para 3) who had essure (batch no. 717645,740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3, anterior cruciate ligament tear in 1995, endometriosis in 1999 and appendectomy in (B)(6) 2016. Concurrent conditions included dyspareunia, uterine bleeding, dysfunctional uterine bleeding, fatigue, nausea, abdominal cramps, urinary tract infection and sexually transmitted disease. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, hypersensitivity, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: positive. On (B)(6) 2012, surgical pathology report revealed, right fallopian tube, salpingectomy: -benign paratubal cystb. Left fallopian tube, salpingectomy: -mild chronic salpingitis -intraluminal medical device, gross examination only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding during menses. Lot number: 717645, manufacture date: mar-2010, expiration date: mar-2013; lot number: 740667, manufacture date: may-2010, expiration date: may-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure embedded in uterus"), pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), pregnancy with contraceptive device ("pregnancy/ pregnancy (termination)") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient (gravida 4, para 3) who had essure (batch no. 717645,740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, anterior cruciate ligament tear in 1995, endometriosis in 1999 and appendectomy in (B)(6) 2016. Previously administered products included for an unreported indication: yaz from 2007 to (B)(6) 2010. Past adverse reactions to the above products included contraception with yaz. Concurrent conditions included dyspareunia, uterine bleeding, dysfunctional uterine bleeding, fatigue, nausea, abdominal cramps, urinary tract infection and sexually transmitted disease. Concomitant products included alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2012, cetirizine hydrochloride (zyrtec) from 2012 to 2017, ibuprofen from 2011 to 2017, naproxen from 2011 to 2017 and sertraline (zoloft) from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginalmenorrhagia),"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In february 2016, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2017, 6 years 4 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of right essure coil embedded in uterus/bilateral salpingectomy), surgery (dilation and curettage procedure). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pregnancy with contraceptive device, hypersensitivity, vaginal haemorrhage, depression, anxiety and allergy to metals outcome was unknown, the pelvic pain was resolving and the menorrhagia and genital haemorrhage had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, anxiety, depression, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: three to five coils were noted on each side. Discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2016 and explant date (B)(6) 2017 and (B)(6) 2012 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: positive on (B)(6) 2012, surgical pathology report revealed,right fallopian tube, salpingectomy: -benign paratubal cystb. Left fallopian tube, salpingectomy:-mild chronic salpingitis -intraluminal medical device, gross examination only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:heavy bleeding during menses. Lot number: 717645 manufacture date: mar-2010 expiration date: mar-2013. Lot number: 740667 manufacture date: may-2010 expiration date: may-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Events per pfs: essure micro-insert embedded, heavy bleeding and nickel allergy were added. Concomitant medication were added. Product implant date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and pregnancy with contraceptive device ("pregnancy/ pregnancy (termination)") in a 41-year-old female patient (gravida 4, para 3) who had essure (batch no. 717645,740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3, anterior cruciate ligament tear in 1995, endometriosis in 1999 and appendectomy in (B)(6) 2016. Concurrent conditions included dyspareunia, uterine bleeding, dysfunctional uterine bleeding, fatigue, nausea, abdominal cramps, urinary tract infection and sexually transmitted disease. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginalmenorrhagia),"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, hypersensitivity, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: positive. On (B)(6) 2012, surgical pathology report revealed,right fallopian tube, salpingectomy: -benign paratubal cystb. Left fallopian tube, salpingectomy:-mild chronic salpingitis -intraluminal medical device, gross examination only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:heavy bleeding during menses. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and pregnancy with contraceptive device ("pregnancy/ pregnancy (termination)") in a 41-year-old female patient (gravida 4, para 3) who had essure (batch no. 717645,740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3, anterior cruciate ligament tear in 1995, endometriosis in 1999 and appendectomy in (B)(6) 2016. Concurrent conditions included dyspareunia, uterine bleeding, dysfunctional uterine bleeding, fatigue, nausea, abdominal cramps, urinary tract infection and sexually transmitted disease. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia),"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, hypersensitivity, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: positive on (B)(6) 2012, surgical pathology report revealed,right fallopian tube, salpingectomy: -benign paratubal cyst. Left fallopian tube, salpingectomy:-mild chronic salpingitis -intraluminal medical device, gross examination only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:heavy bleeding during menses most recent follow-up information incorporated above includes: on (B)(6) 2018: events: abnormal bleeding (vaginal,menorrhagia), device monitoring procedure not performed (did not undergo an essure confirmation test) , device ineffective were added. Concomitant disease , historical condition, lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded in uterus'), pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (vaginal,menorrhagia)') and pregnancy with contraceptive device ('pregnancy/ pregnancy (termination)') in a 41-year-old female patient who had essure (batch no. 717645,740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included appendectomy in (B)(6) 2016, endometriosis in 1999, anterior cruciate ligament tear in 1995, multigravida and parity 3. Previously administered products included for an unreported indication: yaz from 2007 to (B)(6) 2010. Past adverse reactions to the above products included contraception with yaz. Concurrent conditions included dyspareunia, uterine bleeding, dysfunctional uterine bleeding, fatigue, nausea, abdominal cramps, urinary tract infection and sexually transmitted disease. Concomitant products included alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2012, anti allergic agents from 2012 to 2017, ibuprofen from 2011 to 2017, naproxen from 2011 to 2017 and sertraline hydrochloride (zoloft) from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginalmenorrhagia),"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (bilateral salpingectomy, right side essure coil surgically removed, surgical removal of right essure coil embedded in uterus/bilateral salpingectomy, cyroablation and dilation and curettage procedure). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pregnancy with contraceptive device, hypersensitivity, vaginal haemorrhage, depression and anxiety outcome was unknown, the pelvic pain was resolving and the menorrhagia, genital haemorrhage and allergy to metals had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, anxiety, depression, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: three to five coils were noted on each side. Discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2016 and explant date (B)(6) 2017 and (B)(6) 2012 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: results: positive. Diagnostic results: on (B)(6) 2012, surgical pathology report revealed,right fallopian tube, salpingectomy: -benign paratubal cystb. Left fallopian tube, salpingectomy:-mild chronic salpingitis -intraluminal medical device, gross examination only. Lot number: 717645 manufacturing date: 2010-03 expiration date: 2013-03. Lot number: 740667 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded in uterus'), pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (vaginal,menorrhagia)') and pregnancy with contraceptive device ('pregnancy/ pregnancy (termination)') in a 41-year-old female patient who had essure (batch no. 717645,740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included appendectomy in (B)(6) 2016, endometriosis in 1999, anterior cruciate ligament tear in 1995, multigravida and parity 3. Previously administered products included for an unreported indication: yaz from 2007 to january 2010. Past adverse reactions to the above products included contraception with yaz. Concurrent conditions included dyspareunia, uterine bleeding, dysfunctional uterine bleeding, fatigue, nausea, abdominal cramps, urinary tract infection and sexually transmitted disease. Concomitant products included alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2012, anti allergic agents from 2012 to 2017, ibuprofen from 2011 to 2017, naproxen from 2011 to 2017 and sertraline hydrochloride (zoloft) from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginalmenorrhagia),"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2011, the patient had essure inserted. In september 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (bilateral salpingectomy, right side essure coil surgically removed, surgical removal of right essure coil embedded in uterus/bilateral salpingectomy, cyroablation and dilation and curettage procedure). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pregnancy with contraceptive device, hypersensitivity, vaginal haemorrhage, depression and anxiety outcome was unknown, the pelvic pain was resolving and the menorrhagia, genital haemorrhage and allergy to metals had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, anxiety, depression, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: three to five coils were noted on each side. Discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2016 and explant date (B)(6) 2017 and (B)(6) 2012 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test- on (B)(6) 2012: results: positive. Diagnostic results: on (B)(6) 2012, surgical pathology report revealed,right fallopian tube, salpingectomy: benign paratubal cystb. Left fallopian tube, salpingectomy; mild chronic salpingitis; intraluminal medical device, gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.